Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 6:30 am with a blood glucose level of 550 mg/dl. The customer felt symptoms for diarrhea and vomiting. The customer states that their insulin pump failed to deliver insulin to the body and has been on manual shots. The customer was wearing their insulin pump during their hospital stay. The customer was sent replacement reservoirs to resolve the issue.